Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial #: (B)(6), ubd: 16-aug-2027, UDI#: (B)(4) ; product ID: 977a260, serial#: (B)(6), ubd: 18-aug-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they were implanted in (B)(6) 2024, then got a revision done (B)(6) of 2024, and since the revision, they have had increased severe pain in their groin. Patient stated they have had 3 major surgeries that were unsuccessful, and in one of the surgeries, they had nerve damage in their groin area, where they feel pressure inside of their thigh, but cannot feel contact such as poking. Patient stated their stimulation causes severe pain in the groin, but if they were to turn stimulation down, their pain symptoms in their back return. Patient asked agent if "less is more" or "more is more" when it comes to stimulation. Patient asked if they turn stimulation down from 1.0 to 0.5, if they still would feel pain relief in their back. Agent reviewed how to turn stimulation up or down with the patient, and redirected the patient to their healthcare provider. Patient stated that due to the pain in their groin, they cannot sit down and have to fall and lay down in bed in order to go from standing to laying down. Patient notified a rep and rep stated the patient is still healing and they should give it time. When asked for event date, patient stated june 8th, as they were still healing from the incision (B)(6).  Patient stated on the manufacturer phone prompts they thought they heard how agents can change stimulation levels on behalf of the patient. Agent reviewed general use with the patient and how to make a therapy adjustment. 2024-aug-07, e1 (rep): rep reported that the cause of surgery was lead migration. The cause of increased pain was not determined. Ac tions/interventions taken were reprogramming. It was unknown if the issue was resolved.